Event description:
The customer reported putting on a pod with her blood glucose (bg) at 300 mg/dl and she bolused about 10 units. She rechecked her bgs about an hour later and she went down to 243 mg/dl. She attempted to deliver another bolus but felt insulin running down her back. She noticed that the cannula had dislodged from the infusion site. When the pod was removed, she also noticed that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.